Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaint did not identify an increase in complaint activity for lot 55250ud01. A review of tracking and trending did not identify any related trends regarding commonalities for lot numbers and issue. Device history record review did not identify any non-conformances or deviations associated with lot number 55250ud01 and the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay worldwide. The review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot 55250ud00 (which contains the same bulk material as lot 55250ud01). All specifications were met indicating that lots are performing acceptably. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I for lot number 55250ud01 was identified.

Event description:
The customer observed a false positive alinity I stat high sensitive troponin-I result for a 63 year old male patient. The following data was provided: initial result = 62.74 ng/ml (reference range = 0.04 ng/ml), poct result = 1.12 (reference range = 0.083). The patient had an electrocardiogram completed and no obvious abnormalities were seen. Additionally, the patient had a heart angiogram completed due to how high the alinity I stat high sensitivity troponin-I results were. Imaging did not find abnormalities such as occlusion. Peg testing was completed on this sample and two additional samples. The recovery rate was below 1% and the other two samples had recovery rate of 50-60%. The patient had myocardial related problems and the customer is not alleging the troponin results are a false positive. However, the customer thinks the abbott results are too high. No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: (B)(4) has a similar product distributed in the us, list number: (B)(4).

Event description:
The customer observed a false positive alinity I stat high sensitive troponin-I result for a 63 year old male patient. The following data was provided: initial result = 62.74 ng/ml (reference range = 0.04 ng/ml), poct result = 1.12 (reference range = 0.083). The patient had an electrocardiogram completed and no obvious abnormalities were seen. Additionally, the patient had a heart angiogram completed due to how high the alinity I stat high sensitivity troponin-I results were. Imaging did not find abnormalities such as occlusion. Peg testing was completed on this sample and two additional samples. The recovery rate was below 1% and the other two samples had recovery rate of 50-60%. The patient had myocardial related problems and the customer is not alleging the troponin results are a false positive. However, the customer thinks the abbott results are too high. No additional impact to patient management was reported.